Manufacturer narrative:
A female pt underwent a right cranioplasty on (B)(4)2010. Two jp drains were placed during the procedure. On the next day, they attempted to remove the drains. The first drain came out easily. Resistance was met when trying to remove the second drain. After repeated attempts, it broke, leaving a retained piece in the pt. She was taken back to surgery on (B)(4)to have the drain removed. She was subsequently discharged the next day. No further complications resulted from the use of the drain. They did not save the drain for eval purposes. There is no info regarding the appearance of the drain ends which fractured. It is not known if they were jagged or straight. The proximity of any suturing around the drain is also not known. No lot number was provided. We have not confirmed this is a medline drain. This incident had not previously been reported to us. We are not able to determine a root cause for this incident without a sample to evaluate and absent any trend for this issue. It is possible that the drain could have been nicked with a suturing needle. However, due to the reported incident, this medwatch is being filed.

Event description:
A pt had two jp drains at the surgical site. One was removed without incident, while the second drain met resistance upon removal. After multiple removal attempts, the tubing broke and a piece was retained. The pt was returned to the operating room for removal.